Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The sample was also functionally tested according to the IFU and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device does not produce a mist.

Event description:
The customer alleges that the device does not produce a mist.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.